Event description:
Two and three day old red blood cells in cpda-1 anticoagulant, leuko-reduced in the cold (1-6 c) with a cobe/hemasure filter showed hemolysis during and post filtration. Eight units involved. None transfused.